Event description:
Customer stated "her husband was uses the switch and she smelled an electrical burning smell. She looked and saw that the switch had melted. No one was hurt and no damage done." The product was returned for investigation. An investigation was done into the customers complaint, and the inspector found that all components of the product were working except for the switch, which had a melted housing. Bce tested the housing, the housing did not melt when the pad was switched on. The inspector found no evidence of burning or flame in the switch. Pad was bunched, this is observed when the pad is folded/ laid on during use. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds." Customer did not claim any injury. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.